Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the patient's pacemaker was in backup vvi mode. No intervention was performed. There were no reported patient consequences.

Event description:
New information received noted that the issue was resolved through the assistance of technical engineering.